Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported the patient's op5 personal diabetes manager (pdm) has stopped working. The pdm was charged at 92%. When she tries to turn it on, there is a message appearing saying «app in process of loading up» but the pdm does not want to load above 90%. Additionally, the pdm does get hot.